Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample and photos for catalog 301940 lot 1809188 to investigate for this record. Visual inspection of the returned affected sample revealed a piece of a pin rack in the hub coming from the assembling needle machine. In order to move the pieces through the assembling process, the needles are in plastic racks made of green polycarbonate. Based on the reported issue, our opinion is that one of these "rack pins" may break because of any blockage in the manufacturing process remaining attached to the needle. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from chinese to english: when the nurse used it, he found that the 2ml syringe was packed with foreign matter, and the green tube was blocked at the joint, and it was immediately stopped.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse used it, he found that the 2ml syringe was packed with foreign matter, and the green tube was blocked at the joint, and it was immediately stopped.